Event description:
A malfunction alarm identified as "malf 15" occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions to reset the pump, which the caller successfully completed without the malfunction recurring. The customer was advised to continue using the pump and to call back if the problem reappears.